Event description:
During stone fragmentation procedure, using a lithotripsy machine, the unit stopped working. The unit delivered 2,000 shockwaves, but there was no change in pt condition - no stones were fragmented. The unit stopped working by itself at 2,000; hosp is rescheduling pt. There was no injury to the pt or or personnel.